Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to use, interrogation of the device revealed the battery voltage to be 2.82 volts. The device was noted to have been stored at room temperature. The device was returned to the manufacturer. There was no patient involvement.